Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 200.5040 on their 8110 (sn: (B)(4)). Case resolution: informed customer this is a software compatibility fault. Recommended re-flashing the software. Walked customer through the flashing process using systems maintenance. Flashed 8110 software. After flashing finished, and system rebooted the error code cleared. Ended call. (B)(4).